Event description:
The customer reported a therapy cable error message during a patient event. There was no adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported a therapy cable error message during a patient event. There was no adverse patient impact. The device was evaluated by philips. The electronic file was not available for review. The symptom was not duplicated. The therapy port and cable were replaced at the discretion of the repair technician. We are considering this a malfunction and we cannot determine the cause as the symptom could not be duplicated.